Event description:
It was reported that a ventilator's touchscreen "seemed to freeze at times and not allow us to make changes". There was no report of patient harm. There is no death or serious injury associated with this event. Was a malfunction? Customer answers: they screen lock was definitely not on as I was checking it out with (B)(6). Not that we are aware of. Patient data continued to display current data. Nothing was working, even the 100 % fio2 wasn't working (no touch screen option was available). I believe they were, but I will have to confirm with (B)(6). No, nothing indicating it wasn t working.

Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device but was unable to duplicate the reported event. The device was placed back into clinical use following testing.

Manufacturer narrative:
(B)(4). The service engineer evaluated the device and could not duplicate the reported event. The device passed all testing and was placed back in service.